Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on with audible tones and vibration; however, the display screen was blank. The pump case was removed, and the display was found to be cracked. The cracked display was replaced with a test display, which functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a blank display issue.